Event description:
It was reported that the collimator iris closed down and the 9900 system locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)